Manufacturer narrative:
Evaluation is in progress, but not yet concluded.

Event description:
It was reported that during use of the device for a extracorporeal membrane oxygenation (ECMO), there was a sensitivity issue with the potassium (k+) reading on the blood parameter monitor (bpm). The perfusionist stated "issue occurred at times during set-up and or re-calibration. These were on ECMO patients, and we re-calibrate every twelve (12) hours. The calibration sensitivity error message comes up on initial calibration, but it happens intermittently. Other times we will try and re-calibrate the k+ values and cannot because the error message comes up". Issue occurred several times over the last couple of months. The unit was changed out, but initially, new sensors were tried on multiple occasions, sensor cleaned, and eventually, they were forced to use the unit without being able to use the k+ values. As a result, an alternate device was employed. The surgical procedure was completed successfully. There were no delays, no blood loss, or no adverse consequences to the patient.